Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges overheating in the device. Patient also states that the water chamber runs out about 6 hours of use. Patient then states that the air feels extremely warm, and he noticed that the plate inside of the humidifier is extremely hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report remedial action init and recall (z) number didn't capture. In this report has been updated.